Event description:
It was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped. Caller also reported there was a baseline effusion before going transceptal. The pericardial effusion was confirmed by ice. Caller reported that the medical intervention provided was a pericardiocentesis and 700cc of fluid was removed. The patient was reported to be in stable condition. Additional information received stated the event was discovered post transseptal puncture. Physician's opinion regarding the cause of the adverse event is that it was patient condition - related. There were no issues or errors reported on any bwi products or equipment during the procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).